Event description:
It was reported that patient experienced an overdose with a symptom of sedation and was brought to the ER. Patient was able to communicate. Patient's family informed that she had some programming done recently. Drug delivered via the pump was hydromorphone (dilaudid). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk. Programmer model: 8840, serial # unk, implanted: unk.

Event description:
Additional information: it was reported that the patient had been refilled on (B)(6)-2011; there was no increase or any changes programmed then. Patient was next seen on (B)(6)-2012 for adjustment and the doctor set a 17% increase as patient was complaining too much pain. Patient outcome was indicated as fine. The patient's healthcare provider (hcp) was not aware of the event that was reported previously and considered it to be related to the oral meds; patient was on percocet for breakthrough pain and it was thought that the event had nothing to do with pump. In addition to dilaudid reported previously the pump also infused bupivacaine.

Manufacturer narrative:
(B)(4).